Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic surgery, the stapler was unable to fire. They stopped using the device immediately and replaced with a new one. There was no patient injury.